Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass and bleeding on lcd glass. Blank flashing white display due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Cosmetic damage confirmed on the lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l and insulin pump was retuned for analysis.